Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plastic casing of inserter burst during surgery. The inside of the casing was contaminated. Due to contamination the table had to be changed and the nurse had to change the clothing. There was no patient harm. There was a report of a fifteen minute surgical delay. This report is 1 of 1 for complaint (B)(4).